Manufacturer narrative:
The investigation into the reported thrombus was completed. The device was returned for evaluation. Visual inspection confirmed biomaterial in the outflow cage and on the catheter. Kinks in the catheter were also noted. The root cause of the reported event was most likely biomaterial that was observed on the pump at the time of pump removal. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.

Event description:
The user facility reported that a 43-year-old patient implanted with the impella 5.5 for mechanical circulatory support had a clot noted at the entry of the inlet cage that extended into the inner lumen of the cannula during device explant. No further information was provided. There were no reports of harm to the patient.